Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/27/2019 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient stated he had been experiencing inaccuracies. He stated he passed out and his nurse found him unconscious and called the paramedics at about 2:00pm. The patient was taken to the hospital and admitted for four days. The patient could not recall what the cgm was displaying at the time of event or what treatment was provided because he passed out. The patient recalls being given prednisone during the hospital stay for asthma. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: you will not receive sensor readings until you are at or above 40 mg/dl. The dexcom does not provide values below 40 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.